Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, and a cardiovascular event in (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2014-05362, 1225714-2014-05363, 1225714-2014-05364, 1225714-2014-05365, 2937457-2014-01347 and 2937457-2014-01348.